Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles,there was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During inspection, unknown dust like contaminant on blower box, top and bottom enclosure, front and rear panel, iso port. Product investigation laboratory observed evidence of liquid ingress with an unknown white dust contaminate consistent with mineral deposits on blower box and both sides of the blower. A keratin-like substance was observed on the blower box outlet and the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device, and also observed evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.